Event description:
During a gastric bypass with roux-en-y procedure, the device made a loud cracking noise when fired and the staples did not properly form. The staff could not give anymore info. There was no reported pt consequence and one device is being returned.